Event description:
The user facility reported that during a therapeutic colonoscopy, the users were unable to completely straighten the distal tip of the device while it was in the patient's rectum. The device remained slightly curved at an approximate 10-degree angle. The users withdrew the device, and utilized a different, but similar device to complete the procedure. There was no patient injury or complications reported.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. The evaluation confirmed the user's report of difficulty in manipulating the bending section of the device. The bending section was observed to have an abnormal shape when angulated in the up/down position. There were frayed wires found in the bending section mesh, and there was friction noted when the up/down angulation control knob was rotated. Additionally, the release knob would not remain in the free position and the light guide lens had chips and cracks. This device was refurbished. This report is being submitted as a medical device report in an abundance of caution.